Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had scratched on display window and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer's blood glucose was 29 mg/dl at the time of incident. The customer's blood glucose was 326 mg/dl at the time of call. The customer stated that the high blood glucose was treated with the insulin pump. The insulin pump will be returned for analysis.